Event description:
Treatment of a cavernous (cav) aneurysm. Post procedure, it was reported that the patient had intraparenchymal hemorrhage and was experiencing hemiplegia.no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).